Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, since review of the available information and provided CT imaging does confirm the talar component has subsided and the talar neck has fractured which most likely will require a revision surgery. Medical affairs was consulted on the details of this case. According to their review of the available information and the provided CT imaging, "the tibial components are all in the right position, no signs of loosening. The talar component has subsided anteriorly and cysts formation around the talar stem and anteriorly in the talus are visible. There is a fracture of the talar neck". Based on investigation, the root cause was attributed to a patient-factors related issue. The subsidence of the talar component was most likely caused by the presence of cysts in the talus as well as the fracture of the talar identified in the talar neck. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.